Event description:
Planned stereotactic insertion of deep brain stimulator electrode array in 69yo male with severe intractable essential tremor was aborted when the stereotactic headframe collapsed while the depth electrode was still in the brain. Causing a hemorrhage in the brain.